Manufacturer narrative:
Investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 56.2 cm from the top of the connector to the break. The second piece measured approximately 5.7 cm from break to break. The remainder of the fiber, including the distal tip, was not returned the condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
A flexiva 200 tractip laser fiber was investigated by boston scientific corporation on december 11, 2018. Per results of the investigation, the laser fiber was broken into two pieces.